Event description:
The reporter stated the surgeon used an micl 13.2mm implantable collamer lens. The surgeon was advancing the lens into the right eye incision. It was partially in the eye when the lens got caught and tore as it was coming out of the injector. The surgeon was able to pull the lens out of the eye with the lens still partially inside the injector/cartridge. There was no patient injury. Another same model and size lens was implanted. No lot numbers were provided.

Manufacturer narrative:
(B)(4). (Method) - lens work order search. (Results) - visual inspection of the returned product found almost whole part of one haptic and piece of optic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. (Conclusions) - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).